Event description:
The ortho provue analyzer interpreted negative results for three pts that had previously been confirmed to have a weak anti-d due to rhogam.

Manufacturer narrative:
Complaint was not confirmed with the information provided. No pt sample was returned for investigation. Sample variability could not be ruled out as a contributing factor. Repairs were performed on the analyzer on 05/05/2006 and 05/17/2006. This customer has not logged any complaints against this analyzer since the repair. Although sample variability may have caused the reported issue, provue malfunction could not be ruled out as a possible contributing factor.